Event description:
I had the adiana tubal ligation done (B)(6) 2013. When I went back for my follow-up they told me everything was okay and I could not get pregnant. In (B)(6) 2015 I was seen at (B)(6) hospital for abdominal pain and was told I was pregnant and due (B)(6) 2015. They did an ultrasound but did not tell me anything was wrong. They did not check for heartrate or any other tests. About 2 weeks later on (B)(6) 2015 (28 weeks) I had to have an emergency c-section because my blood pressure was elevated and they could not detect movement. They said there was no amniotic fluid and that is why my baby died.